Event description:
It was reported that control-iq was not adjusting insulin delivery as expected. The customer's blood glucose level was low, but the specific value was unknown. To address the issue, the customer removed the pump and used glucose gel but did not require assistance from a third party. Technical support educated the caller about how control-iq predicts glucose values and found that the system was functioning properly, though it could not adjust when glucose values were out of range, which often occurred during the customer's sleep. Follow-ups were made by technical support, including voicemail and email, to ensure the case was closed.